Event description:
It was reported that the healthcare provider (hcp) had "difficulties" removing the temporary extension after the trial period. The hcp needed to remove all of the screws to disconnect the temporary extension from the lead. The hcp managed to remove the temporary extension and implanted the final extension as planned. The stimulation was working properly. There was no patient injury.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial#: unknown, product type: extension; product ID: 3998, lot#: 0206124642, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4). Analysis of the extension found the distal end setscrews missing. Using four good setscrews and a known good lead, it was possible to fully insert, tighten down, loosen, and remove the lead with no issues. There was no significant anomaly.